Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
A large pocket hematoma with tracking towards the axilla was seen. The investigator assessed this as probable related to the patients medical history and concomitant medication with warfarin 9 mg once daily. The hematoma evacuated approx. 600 ml fresh blood and clot. The bleeding site is adjacent to the new puncture site and from the old sub-pectoral pocket. The patient was hospitalized and hematoma emptied, sutures were made. The defect in the pectoralis muscle was closed in layers. A drainage was inserted. The patient experienced a re-expanding hematoma. The investigator assessed this as causal related to the patients medical history and concomitant medication with warfarin 9 mg once daily and IV heparin. The patient was hospitalized and the pocket was washed out with saline and bethidine. A jp drainage was inserted at the inferolateral aspect of the device pocket. The wound was closed with polysorbs at fascial layer and with interrupted prolene sutures at skin layer. Hemostasis was achieved. The device was turned off during procedure and back on afterwards. Caphazaline was started, i.v. Heparine was stopped, paracetamol was given.

Manufacturer narrative:
On (B)(6) 2020, the patient suffered from loss of consciousness. The patient was diagnosed with sepsis and infective endocarditis. The investigator assessed this event as possibly related to the patients medical history. The patient was hospitalized. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.